Event description:
A consumer reported that reported that following an intraocular lens (iol) implant procedure, the patient notes vision not as clear. The patient also notes difficulty with depth perception in the intermediate range such as with golfing. He notes objects appear at a different distance in operative eye. This depth perception difficulty is his main issues. The patient notes the symptoms with old glasses on or without glasses and notes having difficulty putting when golfing. Additional information as been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).